Event description:
It was reported that the right atrial lead had high impedance and high pacing capture thresholds. The left ventricular lead also had high pacing capture thresholds. Both leads were capped and, per the physician's medical judgment, neither was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.